Event description:
It was reported that pump displayed malfunction alarm and did not allow customer to access pump functions. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of device, and distributor confirmed pump could start, charge, and be recognized by computer but still showed malfunction alarm, so replacement pump was provided and device was planned to be returned for further evaluation.